Event description:
Procedure performed: laparoscopic appendectomy. Event description: the trocar tip broke upon port placement and a small square rectangle piece of the tip fell into the patient. The piece was never recovered despite dedicated time looking for it. Additional information provided by applied medical representative on 31mar2025: the bend/break occurred at the tip. The bend/break was identified during insertion. The trocar was rotated in alternating clockwise and counterclockwise direction using insertion. There was no difficulty during insertion. The trocar was not used with a robot. The obturator was inserted in the cannula at the time of the incident. Intervention: case was completed laparoscopically. Patient status: patient is out of surgery and is fine.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: the trocar tip broke upon port placement and a small square rectangle piece of the tip fell into the patient. The piece was never recovered despite dedicated time looking for it. Additional information provided by applied medical representative on 31mar2025: the bend/break occurred at the tip. The bend/break was identified during insertion. The trocar was rotated in alternating clockwise and counterclockwise direction using insertion. There was no difficulty during insertion. The trocar was not used with a robot. The obturator was inserted in the cannula at the time of the incident. Intervention: case was completed laparoscopically. Patient status: patient is out of surgery and is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.